Event description:
Company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on patients. The hospital reported that during pre-testing the crna noticed that the breathing bag would not fill with air. The hospital found later that the breathing bag was blocked with a plastic cap. The hospital reported that there was no patient involvement.